Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to eri, low hv lead impedance was observed. The physician elected to monitor the lead. The patient condition before, during and after the procedure was good.